Event description:
Alleged the bed's reverse trendelenburg will not activate.

Manufacturer narrative:
The facility replaced the cable between the footboard connector and logic board to repair the bed.